Manufacturer narrative:
Additional information: potential lots found during investigation 13797183, MFR date 10/1/2023, exp date 10/1/2028; 13700069, MFR date 7/1/2023, exp date 7/1/2028; 13750333, MFR date 8/1/2023, exp date 8/1/2028; 13816107, MFR date 12/1/2023, exp date 11/1/2028; 13893676, MFR date 1/1/2024, exp date 2/1/2029; 13766464, MFR date 10/1/2023, exp date 9/1/2023; 13881912, MFR date 1/1/2024, exp date 1/1/2029; 13791548, MFR date 10/1/2023, exp date 10/1/2028. D9 - date returned to mfg - 17 may 2024. Investigation: received: four (4) used. List #unknown, spinning spiros¿, closed male luer; lot #unknown. One (1) used. List #206680490, extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock; lot #unknown. Pre-engineering evaluation: delay in receiving due to the customer combining all packaging, devices, and mating devices in the same package without proper labeling. Gcm has confirmed to separate spiros and device equally as there is no possible way to determine which spiros belongs to the corresponding lot numbers. Possible list numbers of the spiros according to the returned packaging could be: ch2000s-c, ch2000s, and 20130-01. Possible lot numbers could be: 13797183, 13700069, 13750333, 13816107, 13893676, 13766464, 13881912, and 13791548. The returned devices and packaging was split between multiple complaints. Multiple lot numbers were returned for list #206680490 mating device, possible lots for the mating devices: 13817543, 13726208, 13763281. Received four (4) used list #unknown spinning spiros and one (1) used extension set. All 4 spiros arrived activated and separated from the extension set. As received all spiros were observed to have damage on the threads of the post. The damage appeared to be a rollover and rollunder 180 degrees from each other, typical of bending of the mating device no spline or shear tab damage were noted on any of the spiros. No additional damage or anomalies were noted on the received items. Each spiros was functionally tested and dimensionally measures and met product performance specifications. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint. The complaint of 'can easily remove the spiros or it comes disconnected itself' can be confirmed. The probable cause is due to unintentional bending forces at the bonding location.

Manufacturer narrative:
E tab - additional initial reporter contact: (B)(6). A device evaluation is expected to be completed but has not yet been. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
An event that occurred on an unknown date involved a spinning spiros® closed male luer, red cap that experienced disconnection. The report stated that the spiros is attached to the filtered extension set. Customer hears the crack, confirming that the spiros should be bonded to the tubing. After hearing the crack when attaching the spiros to the tubing, the customer can easily remove the spiros or it comes disconnected itself.